Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator fridge was not detected on the bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the fridge was not detected on the bus due to software issue. A field service engineer disconnected the battery from the refrigerator and powered it down. The engineer then confirmed the correct network settings on the main unit, proceeded to shut it down, and subsequently powered on the station. As a result, the refrigerator successfully resumed operation. The system functioned as intended after the field service engineer serviced the device.